Event description:
It was reported that the failed calibration through functionality test and the arctic sun device would not cool during functionality test. Per review of wo on 17apr2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller pump. The arctic sun 5000 was evaluated upon receipt. Decon notes that unit cannot be cooling down. Confirmed the issue related to the faulty chiller. During the evaluation, it was found that the issue related to the chiller was confirmed. Unit will be sent back to us depot for chiller repair. No error code observed. Test chiller pump to cool. Dymax evaluation confirmed the chiller issue. Chiller pump was replaced. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. Fmea ra2800010 rev 25 was reviewed for this investigation. The reported event is addressed in step #ra103. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.